Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device resets each time the patient enters MRI tunnel, before scan even begins. This has happened twice and the reset can be duplicated. The device remains in use. No patient complications have been reported as a result of this event.